Event description:
Swanz-ganz catherteer placed operatively, 7/27/93, prioor to aaa repair and open cholecystectomy. Pt. Stable until 02:45, 7/28/93, when frank blooding noted in ett and respirator tubing. Pt. Again stabilized with fluids. X-ray showed swan-ganz advanced too far, and was pulled back at 03:40. At 3:50, pt "crashed", expired at 06:3o, 7/28/93. Autopsy showed ;aceration oof distal segmental bracnch of right pulmonaary aaartery, middle lobe, and pulmonaary hemorrhage.